Manufacturer narrative:
Product event summary:the introducer was returned and analyzed. Introducer and dilator returned. It appears the introducer has started to peel following the score lines, photo taken. No other signs of damage or abuse seen. .

Event description:
It was reported that the introducer broke and peeled away when the physician was trying to pass it through the vein. The introducer was taken out of the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.